Event description:
It was reported that during a lavh procedure, the device was not forming staples properly during firing. They had to convert to an open abdominal hysterectomy to complete the case. Patient is stable at this time.

Manufacturer narrative:
Information anticipated, but unavailable at this time.